Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer completed multiple supply changes to address the occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer discussed alternate infusion set options with tandem clinical diabetes specialist.